Event description:
A customer reported to baxter healthcare corporate product surveillance, that one interlink solution set with duo-vent spike had leaked from a hole was observed on the bottom of the soft plastic of the drip chamber. The leak was reportedly observed where the drip chamber was bonded to the tubing. This occurred during infusion of orencia. Some medication was reported to have been lost. The customer reported that no patient injury or medical intervention had occurred. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.